Event description:
It was reported that the gastrointestinal videoscope was previously used during an endoscopic examination on a patient infected with creutzfeldt-jakob disease (cjd). After reprocessing, the device was then used on additional patients. In total, the device has been used in 22 procedures. There were no reports of other confirmed cjd infections/patient harm. This report is for the subsequent patient that used the device after the reprocessing.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation, the customer's reported issue could not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the event occurred because when the device was first used, the patient was not aware that he was suffering from creutzfeldt-jakob disease (cjd). The procedure was performed without that knowledge, and the disease was discovered later. Additionally, no clear deviations from the instructions for use were found. The following warning from the instructions for use (IFU) pertains to this event: reprocessing manual "chapter 1 general policy 1.4 precautions " "warning. Prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, please follow the respective guidelines in your country. The endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed.". Olympus will continue to monitor field performance for this device.